Manufacturer narrative:
Concomitant medical products: product ID: 8780, (B)(4), implanted: (b)96) 2016, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, (B)(4), ubd: (B)(6) 2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 1.3 mg/ml via an implantable pump for non-malignant pain. It was reported that the patient experienced a return of pain symptoms. The physician performed a dye study and saw some dye was getting to the top of the catheter but not flowing well. The physician determined a catheter leak occurred and explanted and replaced the spinal segment of the catheter where he saw the leak. The physician had connected to the pump segment and that was functioning. Regarding environmental/external/patient factors that may have led or contributed to the issue, normal use was indicated. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The healthcare provider (hcp) was notified that the product should be returned to the manufacturer; however, the hcp had discarded the explanted portion of catheter. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were noted as having been requested but were unknown. The event occurred during normal use. The date of the event was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.